Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic tip was found to be broken before a cataract surgery. The surgery was performed and completed after replacing the product with another one.

Manufacturer narrative:
One opened disposable ia handpiece, was received for the report of tip of product found broken the returned sample was visually inspected and found to be nonconforming. The grey irrigation tip's cannula was observed to be broken a little before cannula enters into the hub above the molded plastic. No lot number was identified with this complaint; therefore, a device history record review, complaint history review, and non-conformance review could not be conducted. The returned sample was found to be nonconforming for visual inspection, associated with the reported event, therefore the tip of product found broken as described in the complaint was confirmed. How and when the broken irrigation/aspiration tip occurred cannot be determined from this evaluation, and a root cause could not be determined. The most likely root cause is handling at any point after the I/a tip was shipped from the manufacturing site. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All disposable I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).